Manufacturer narrative:
Clinical investigation: a peritoneal dialysis registered nurse (pdrn) contacted technical support to report a male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) encountered drain complications (drain line blocked message) for two consecutive nights. Treatment data was reviewed and there was no increased intraperitoneal volume (iipv). It was also reported that the patient was in the hospital a car accident and developed peritonitis. Additional information was obtained through follow-up and per the pdrn, the patient presented to the clinic with drain issues, constipation and abdominal pain and was subsequently hospitalized with a diagnosis of peritonitis. Pd effluent cultures (unknown draw date) were positive for pseudomonas bacteria (species unknown). According to the pdrn the patient had just transitioned completely to pd therapy on (B)(6) 2018 and had an untreated exit site infection that could be the cause of the peritonitis. Hospital course is unknown. It is unknown if the patient was discharged from the hospital for the peritonitis event. There is a temporal association between the patient¿s abdominal pain, constipation, and drain complication leading to peritonitis with subsequent hospitalization and pd therapy on the liberty cycler with fmc cassette. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler or fmc cassette. Additionally, the patient had an untreated exit site infection when he initiated his pd therapy on which is a possible cause of the peritonitis. There is no allegation of a machine malfunction, deficiency, or reported cassette leak related to the peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a ¿drain line is blocked¿ message during treatment while in the hospital. Upon follow up with the peritoneal dialysis nurse (pdrn) it was reported that the patient presented with drain issues, constipation, and abdominal pain. The patient was subsequently hospitalized for peritonitis. Cultures were taken and came back positive for pseudomonas bacteria. The treatment rendered at the hospital was unknown. The patient is currently in the hospital continuing with pd therapy. Per the pdrn, the patient had an untreated exit site infection initially which may be the cause of the peritonitis. Additional information was requested, however, unable to be obtained.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed on the cycler. The cycler underwent system air leak tests, functional checks, and a simulated treatment. The cycler passed all tests. Additionally, upon visual inspection, there was no evidence of a fluid leak or intrusion. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.